Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that, while in use on a patient, the intra-aortic balloon pump (iabp) display monitor failed. Although the iabp continued to work without shutting down, observation could not be conducted through the display monitor. The iabp was replaced with another iabp to continue therapy. There was no patient injury reported.

Manufacturer narrative:
This complaint is being closed due to insufficient information from the customer after three (3) attempts were made to obtain the relevant information. If any further information is provided in the future, a follow up MDR will be submitted.

Event description:
The customer reported that, while in use on a patient, the intra-aortic balloon pump (iabp) display monitor failed. Although the iabp continued to work without shutting down, observation could not be conducted through the display monitor. The iabp was replaced with another iabp to continue therapy. There was no patient injury reported.